Event description:
It was reported during service at manufacturer facility that the o-ring is missing from the lid of the aseptic housing which can cause housing to not close properly and expose the non-sterile housing to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.